Event description:
It was reported that the base plate and the rail were bent for the cot fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the base plate and the rail were bent for the cot fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was further discovered during the investigation that the reported damage to the unit resulted in cosmetic non-functional damage. The unit was still within specification and did not need to be repaired.